Event description:
It was reported that the patient presented in clinic for implant procedure. After the procedure was completed, the right ventricular (rv) lead perforated the right ventricular septum resulting in pericardial effusion. The rv lead was revised successfully on (B)(6) 2022. The patient was stable.